Manufacturer narrative:
Date of events unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
10 heli-fx endoanchoring systems were used in 10 patients for the endovascular treatment of abdominal aortic aneurysms. It was reported that open conversion was carried out on all patients for unknown issues. No additional clinical sequelae were reported.